Manufacturer narrative:
Upon receipt, the ventilator will be sent to MFR/flight medical ltd. For further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program. Please note that there was no death or no severe injury involved in the incident.